Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported improper or incorrect procedure or method (use after expiration) was due to the user error of using the device after the expiration date. The reported off-label use was due to the triclip steerable guide catheter was used to deliver three mitraclips. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report use after expiration. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), restrictive posterior leaflet, medial (posterior) p3 prolapse, and insufficient transseptal puncture height. Due to transseptal heigh issues, a triclip steerable guide catheter was used to deliver three mitraclips, as the angle of deflection is more steep and distal part after the deflection slightly shorter. All clips were successfully implanted. It was discovered that the xt clip was expired. There were no adverse patient effects or clinically significant delay. No additional information was provided.